Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a caucasian female patient born on (B)(6) . The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2015, the humapen ergo burgundy/unknown pen body with an unknown cartridge holder attached was reported to have broken engagement tabs. Humapen ergo burgundy/unknown pen body with an unknown cartridge holder attached was associated with product complaint (B)(4), lot unknown. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was discarded. This case was cross referenced with (B)(4).

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 26aug2015. No further follow up is planned. Evaluation summary a female patient reported that the engagement tabs of a humapen ergo device she had used in the past were broken. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The narrative suggests the presence of a known malfunction (broken cartridge holder engagement tabs), but since the device was not returned, the malfunction could not be confirmed. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a caucasian female patient born on (B)(6) 1983. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2015, the humapen ergo burgundy/unknown pen body with an unknown cartridge holder attached was reported to have broken engagement tabs. Humapen ergo burgundy/unknown pen body with an unknown cartridge holder attached was associated with product complaint (B)(4), lot unknown. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was discarded, and not returned. This case was cross referenced with (B)(4). Update 20aug2015: additional information received on 20aug2015 from the global product complaint database added no new information. Update 26aug2015: additional information received on 26aug2015 from the global product complaint date base added the device specific safety summary; added the device was not returned; updated the EU/ca and medwatch fields; and updated the narrative.